Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 37-586 mg/dl with dizziness, moderate ketones, and confusion. It was alleged bolus deliveries were not appropriately recorded in the pump¿s bolus history. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. Reportedly, the pump¿s bolus settings and basal rate were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The cause of the reported bolus history discrepancy was unable to be confirmed. Animas customer technical service determined adderall, buspar, and clonidine medications may have contributed to the reported health event. This complaint is being reported because the alleged health event was attributed to an alleged inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/06/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box found no related alarms or issues. The total daily dose basal history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.